Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A material coordinator reported that during an intraocular lens (iol) implantation procedure, a scratch was noted on the iol. There was patient contact. The procedure was completed. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: the lens was returned positioned incorrectly in the lens case inside the opened carton. Solution was dried on the lens. One haptic is bent in the distal area. The optic is torn/cut with serrated edges into two portions. One optic portion is scratched and split/cracked. This optic portion is also gouged and extending into a scrape on the posterior edge. A non-qualified cartridge was used. The handpiece used is unknown. Two viscoelastics were indicated. Only one of these viscoelastics are qualified for use with this lens and a qualified cartridge. The reported scratch was observed. The root cause is most likely related a failure to follow the directions for use. The account used a lens/cartridge combination which is not qualified for use. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that there was no patient harm.

Manufacturer narrative:
Additional information was provided in a.1., a.2., a.3., b.5. And d.11. The manufacturer internal reference number is: (B)(4).